Event description:
It was reported by the customer that a pyxis medstation es system was not able to remove medication. The customer reported that during an emergent situation, the user was not able to remove a fentanyl 100mcg/2ml (med ID (B)(6)) medications and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user unable to remove medication. The technical support specialist setup a live demonstation using bomgar of the override groups that need to be set on the facility formulary medication, the device, and the user role, acknowledged and confirmed to close the case. The system functioned as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
Supplemental MDR no. 2016493-2025-05574_supplemental1 was submitted to recall MDR no. 2016493-2025-05574 as the MDR 2016493-2025-63001 was filed as serious injury.